Manufacturer narrative:
Service performed a cleaning of the ises and adjustment of the fluidics. The electrodes were activated and ise check was performed. After these actions, there have been no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant ise na gen.2 result on a cobas 6000 c (501) module. The initial na result was 153 mmol/l. The repeat na result was 142 mmol/l on a different c 501 module and was the expected normal value. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The calibration and qc were acceptable. The na electrode lot number and expiration date were not provided.